Event description:
Pt was intubated for endoscopic treatment of a soft gastric bleed. The bleeding site was located at the fundus of the stomach. The site contained two clips that were in place prior to this procedure. Due to the placement of these clips, visualization of the bleeding site was poor. However, placement of a wilson-cook triclip endoscopic clip was attempted. The user advanced the spool completely forward with what was described as "extensive force." At this time, it was noted that the clip fully closed onto the tissue. The clip detached with a small portion of the tissue inside the prongs. Behind this site was a fundus varix, which began to bleed heavily. Control of the bleeding site was attempted with a sclerosing agent, but was unsuccessful. Add'l info provided indicated repair of the bleeding site via surgery was not attempted because the pt was not a good surgical candidate. The pt expired after the procedure.